Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. A visual examination of the complaint plus unit was carried out. A tug test was performed to examine the integrity of the connection. A connect/disconnect test was carried out. No issues were noted with the unit¿s handshake connector during the connection of the device. The rotablator unit was wire guided using a control guide wire. No issues were noted during the wire guiding of the device the advancer knob was in a secure position. The functionality of the advancer knob was found to be operating as per specification, the forward movement of handshake connection was confirmed. An attempt was made to wet test the plus unit. The device was connected to the rotablator console and the saline infusion was turned on. The device was found to be leaking from the catheter sheath under the strain relief. On further inspection a tear/damage was confirmed in the catheter sheath under the strain relief. The burr was microscopically examined. The annulus was found to be misshapen/damaged indicating the rotating burr came in contact with the guidewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2013-05754. It was reported that during a percutaneous coronary intervention, a tip fracture occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous mid to distal right coronary artery. A 1.50mm rotablator rotalink plus was manually advanced over a 325cm rotawire to treat the target lesion. Physician attempted to perform ablation multiple times with a stable rotational speed but resistance was encountered when physician slid the advancer knob and an abnormal sound was heard. Upon removing the burr using dynaglide, physician noticed the wire fractured 10cm from the distal tip inside the guiding catheter. An unknown balloon was use to retrieve the fractured wire together with the system and plain old balloon angioplasty stenting was performed. The procedure was completed with a different device. No patient complications were reported and patient's condition is good.

Event description:
Same case as MDR ID: 2134265-2013-05754. It was reported that during a percutaneous coronary intervention, a tip fracture occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous mid to distal right coronary artery. A 1.50mm rotablator rotalink plus was manually advanced over a 325cm rotawire to treat the target lesion. Physician attempted to perform ablation multiple times with a stable rotational speed but resistance was encountered when physician slid the advancer knob and an abnormal sound was heard. Upon removing the burr using dynaglide, physician noticed the wire fractured 10cm from the distal tip inside the guiding catheter. An unknown balloon was use to retrieve the fractured wire together with the system and plain old balloon angioplasty stenting was performed. The procedure was completed with a different device. No patient complications were reported and patients' condition is good.